Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the elite vido system center screen blacked out when the evis lucera elite video system center and evis lucera elite colonovideoscope devices were used in combination during a diagnostic endoscopic mucosal resection procedure. The procedure could not be completed and was postponed to a later date. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to long-term use or dust accumulating causing short circuit. Olympus will continue to monitor field performance for this device.